Manufacturer narrative:
The unit was not returned after multiple attempts. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including faulty or damaged components. Many of the problems are either damage to the nurse call receptacle and faulty nurse call relay. Damage can cause the pins inside the nurse call receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the nurse call cable to not have a secure fit in the receptacle, which can allow movement to affect function. Other causes, such as corrosion and moisture damage, are also a possibility. Being that the unit is over five years old, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number: (B)(4).

Event description:
Customer reported two alarms that do not respond to the nurse call station when the patient gets up. Patient fall had occurred twice (unknown which alarm in particular). No injuries were reported. The date the issue was discovered is unknown.